Event description:
During pca/stent procedure, an un-deployed stent came off the balloon delivery system in the artery and the md was unable to retrieve the stent from inside the artery. The stent remained in the patient's artery at the end of the procedure. No harm occurred.